Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up one week prior to a scheduled generator replacement, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was electively capped and replaced with a competitive lead during the generator replacement a week later. Patient was stable following the procedure.